Event description:
New information indicates that the patient experienced dizziness, and the right ventricular lead exhibited fracture.

Event description:
It was reported that the patient presented in hospital with near syncope. Upon interrogation, it was observed that the right ventricular (rv) lead exhibited oversensed noise which led to inhibition of pacing. The patient did not receive inappropriate therapy. The rv lead was capped and replaced on (B)(6) 2021. The patient was stable.